Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016.